Manufacturer narrative:
Complaint conclusion: during post dilation of the left common iliac artery, it was reported that a power flex pro balloon dilatation catheter ruptured at around four atmospheres (4atm) during its initial dilatation. Therefore, it was removed from the patient and another new power flex pro of the same size was used. There was no patient injury and the procedure was finished successfully. An approach was made with a sheath introducer. A smart stent was placed in the target lesion. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally, maintaining negative pressure. The contrast media used is unknown as the contrast to saline ratio is also unknown. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. There was no difficulty removing the balloon catheter from the patient. The balloon was removed intact. The product was not returned for analysis. A device history review of lot 17011094 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification and tortuosity a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). Concomitant devices: super sheath, medikit and a smart stent, cordis. (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received indicated that there was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally, maintaining negative pressure. The contrast media used is unknown as the contrast to saline ratio is also unknown. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. There was no difficulty removing the balloon catheter from the patient. The balloon was removed intact. There were no issues with the smart stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During post dilation of the left common iliac artery, it was reported that a power flex pro balloon ruptured at around 4atm during its initial dilatation. Therefore it was removed from the patient and another new power flex same size) was used. The procedure was finished successfully and there was no patient injury. An approach was made with a sheath introducer (super sheath, medikit). A smart stent was placed in the target lesion. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. The product will not be returned for analysis.